Event description:
While deploying boston scientific stent 9x80 into left external iliac, the nose cone detached from stent device. The piece is not radiopaque. Medical assistance is unable to see where it sits in artery.